Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the event was not reported. On the same day as the onset of event, the patient was hospitalized and was later treated with meropenem injection (1gm, in one bag, intraperitoneal, ongoing), vancomycin injecton (1g, intraperitoneal) and amikacin injection (500mg followed by 100mg, in one bag, intraperitoneal, ongoing) for this event. At the time of this report, the patient was recovering and pd therapy was ongoing (dianeal 1.5% pd2 was increased). No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.